Event description:
It was reported that the procedure was to treat a 75% stenosed, mildly calcified lesion in the mildly tortuous mid right coronary artery (rca). The unspecified multi-link 8 stent implant was deployed; however, intravascular ultrasound (ivus) revealed that the stent was not completely deployed at the distal end. Reportedly, the malapposition was due to the lesion calcification and the patient's anatomy. The 4.5x12mm nc trek balloon dilatation catheter (bdc) was being used to post-dilatate the multi-link 8 stent; however, the nc trek balloon ruptured at 6 atmospheres (atm), and was removed without issue. The delivery system of the multi-link 8 was used to post-dilatate and fully deploy the stent. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: balanced middle weight (bmw) universal ii; guide catheter: high perion 6-french; stent: multilink 8 (4mm). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.